Manufacturer narrative:
Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. The ap fluoroscopic image of l4 contained a tracking error. Tracking errors can be caused if the position of the c-arm changed between when the original x-ray was emitted and when the refresh button is selected. When looking at the preoperative merge, there is a shift presented in both the ap and lateral. Tracking errors and merge shifts can cause navigation integrity issues, and can lead to the misplacement of screws. The user must verify the merge before proceeding to navigation.

Event description:
Missed a screw out laterals on a spl..